Event description:
Approximately three months post-patella tendon repair (right leg) with orthadapt augmentation, the pt fell and then experienced subsequent falling episodes, resulting in the patellar tendon rupturing. The graft was explanted approximately seven months post implant.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. A review of the provided case info indicated absorbable sutures were used to fixate the orthadapt graft; the use of absorbable sutures are contraindicated in the product IFU; thus, this was an off label use. The case assessment based on the provided info identified the likely cause of the event to be fixation failure caused by the use of absorbable sutures and pt trauma; a link between the reported event and the graft was not identified during the case assessment. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics. Additional exp date: 01/22/2009. Additional device MFR date: 04/09/2007.